Manufacturer narrative:
Additional suspect devices: product family scs-linear leads: upn m365sc2366700, model sc-2366-70, serial (B)(4), batch 5136368. Product family scs-linear leads: upn m365sc2366700, model sc-2366-70, serial (B)(4), batch 5142486. Product family scs-linear leads: upn m365sc2366700, model sc-2366-70, serial (B)(4), batch 5142000.

Event description:
A report was received that the patient was experiencing inadequate stimulation due to lead migration. The patient underwent a lead repositioning procedure and was doing well post-operatively. No devices were implanted or explanted.